Manufacturer narrative:
After the unknown cable (cat/lot unk) was changed, the new cable was used throughout. The enpower box was used throughout the case. Both coils passed pre-deployment checks, and there was no report of low battery, and the audible signal was heard. No excessive force was applied, and after the complaint coils were changed, subsequent coils were successfully detached. No report of any friction was noted. No reports of any visible damages were identified, and the coils remained attached.

Manufacturer narrative:
(B)(4). The devices were not returned for analyses, and review of the manufacturing documentation associated with the lots presented no issues during the manufacturing or inspection processes that can be related to the reported complaints. The reported event coil-failure to detach could not be confirmed, since the products were not returned for analyses. Additionally, with the limited information is not possible to determine if procedural factors may have contributed to the event. Also, the lots presented no issues during the manufacturing or inspection process that can be related to the reported complaints. Therefore, no corrective actions will be taken at this time. This is one of two products associated with complaint (B)(4).

Event description:
It was reported that the physician was unable to detach the both complaint coils despite numerous attempts and changing the cable. They were replaced by other products to continue the procedure. The procedure was successfully completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to the events. Due to the fact that the patient was a hcv carrier, the complained products have already been safely disposed. No further information is available. The procedure was the coil embolization of an aneurysm at the patient¿s right mca. The patient was a 56 year-old female, whose information regarding the weight and the tortuosity/calcification levels of the vessels were not available. It was reported that an unspecified 7fr sheath introducer by medikit, a roadmaster (goodman, 7fr), an excelsior sl-10 (stryker, 45°type), an okay (goodman, type unknown), and an enpower dcb / cable (lots unknown) were also used for the above procedure.